Event description:
It was reported the patient and her family heard an alarm and went for follow up visit to hospital. Upon interrogation, the physician noted a high impedance of the svc coil and "a lead issue is suspected." The lead remains in use. There were no patient complications as a result of this event and the patient is reported to be currently stable. Later reported the physician opted to take the patient to surgery. Upon opening pocket, noted connections to be intact. Tried to insert stylet at the svc coil area and felt pressure. When checked under fluro, lead seemed to be broken. Unable to remove the lead, so capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic esc, outer insulation cosmetic cut and breached cut, outer tubing overlay breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient and her family heard an alarm and went for follow up visit to hospital. Upon interrogation, the physician noted a high impedance of the svc coil and "a lead issue is suspected." The lead remains in use. There were no patient complications as a result of this event and the patient is reported to be currently stable.